Event description:
The customer reported the insulin pump going into threshold suspend with a sensor glucose reading below 40 mg/dl., while the customer's actual blood glucose was 180-189 mg/dl. The customer also reported taking glucose tablets after receiving calibrations errors and then discovering a blood glucose value of 58 mg/dl. The customer declined troubleshooting at the time of the phone call, but was advised to call the helpline if any issues occurred or recurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.